Event description:
It was reported that the patient presented in clinic upon receiving high voltage therapy from their implantable cardioverter defibrillator (ICD). Upon interrogation, it was found that the ICD delivered the shocks inappropriately due to over-sensing of noise. Additionally, high defibrillation impedance, high capture threshold, and r-wave amplitude variation was noted. The lead was capped and replaced on (B)(6) 2023. The patient was stable.